Manufacturer narrative:
Examination was not possible, as the device was not removed. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised due to the locking ring of the constrained liner displaced resulting in dislocation. The original locking ring was replaced and hip relocated. No components actually removed.